Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One link needle free adapters, in use on neonates, caused skin tears and/or pinching and additionally caused the patients¿ to lose IV (intravenous) access sites. The one link device is connected directly to the patients¿ catheter (not further specified). The issue is reportedly due to the weight and size of the device while in use on a neonate. No further detail was provided regarding the number of occurrences or regarding specific patient information. There was no report of medical intervention associated with this event. No additional information is available.